Manufacturer narrative:
Richard wolf medical instruments (rwmic) received actual device from user facility on 06/19/2017. A visual inspection of device found "hook" missing and insulation near tip damaged by laser. In addition third party repair (non rwmic) performed on electric plug of device. User facility contacted in an effort to gather additional/missing information, no response as of 06/23/2017. No similar events resulting in an MDR have occurred on this device in the last three years. Manufacturer date: 11/2004 (12 years old) rwmic service dates: n/a. Tip or hook of device was never found, it may or may not be in patient. "Hook" is made of stainless steel, specifically en type 1.4301 which is comparable to us aisi type 304 stainless steel. Rwmic considers this matter closed. However, in the event rwmic receives additional information, a follow-up report will be provided to FDA.

Event description:
Richard wolf medical instruments corporation (rwmic) was notified by facility that during a procedure the tip of the device in question went missing after surgeon pulled the device from the trocar. A search was performed with a fluoroscopy it could not be confirmed tip was left in patient, tip was never found. No injury to the patient was reported.

Manufacturer narrative:
Additional information was received from facility on 07/13/2017.